Event description:
Report received of a non-delivery of tpa with no pump alarm. The pump was programmed to deliver tpa through an arterial sheath at 5ml/hour. There was a soluset connected to the fluid container proximal to the pump. The infusion was initiated at approximately 5pm by the radiology department staff in the ICU. The infusion delivered without incident until 11pm, when a new container was hung. Between 11pm, the night before the event and 3:00am the night of the event, it was reported that no fluid was delivered from the IV container. The pump was incrementing as though fluid was being delivered. There was no pump alarm. According to the customer contact, this incident of non-delivery was identified as user error in incorrectly loading the tubing into the device. The tubing was readjusted in the pump, and therapy was continued without reported affect to the pt. The pt did not experience any adverse affects or complications related to this event.